Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while stapling, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The issue occurred on three reloads. Another reload was used to complete the case. There was no patient injury.